Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Manufacturer narrative:
A root cause could not be determined. The customer stated the calibration and quality control were ok and that system maintenance with measuring cell exchange was performed about three weeks before the event. The performance check data was ok. Analysis of the alarm indicated there were multiple liquid level detection alarms around the time of the event. A reagent specific issue could not be identified.

Event description:
The customer alleged they received questionable free thyroxine (ft4), cea, and anti-tpo results on their elecsys 2010 analyzer. The customer provided data for three patients, one of which had a reportable ft4 malfunction. The patient's initial ft4 result was 33 pmol/l. The initial result was not reported outside the laboratory. The sample was repeated and the result was 14 pmol/l and it was reported outside the laboratory. There were no adverse events. The ft4 reagent lot number was 172999. The expiration date was requested but not provided.